Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Engineering evaluation summary: per technical summary 31081, rev a, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Per (B)(6), rev. M, and (B)(6), rev. O, a CAPA/scar/pra is not required as there is no confirmed product or labeling nonconformances and no other triggers are met. The most likely cause is patient factors, including coronary artery disease (cad) and atherosclerosis. All pertinent information available to edwards lifesciences has been submitted.

Event description:
It was reported that a 21mm 8300ab aortic valve was disabled via valve in valve procedure after an implant duration of six years, three months due to calcification with stenosis. The patient presented with heart failure and shortness of breath. The tavr was completed with a 20mm 9755rsl transcatheter valve and patient was stable at the end of the procedure.

Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 21mm 8300ab aortic valve was disabled via valve in valve procedure after an implant duration of six years, three months due to unknown reason. The tavr was completed with a 20mm 9755rsl transcatheter valve.